Manufacturer narrative:
The subject device was returned to the service department of oekg but has not been returned to omsc. The service department of oekg checked the subject device in accordance with the specification as evaluation. No image of the subject device was identified along with the error code, b30 being displayed when connecting an endoscope. It might have occurred due to output socket of the subject device which was considered as inoperative and old. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(6) (oekg), that the error b30 which indicates there is the communication problem between the subject device and the video processor was displayed when connecting an endoscope and there was no image of the subject device. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of olympus europe se & co. Kg (oekg) and it said that the error b30 occurred due to the output socket of the subject device, omsc presumed there was the possibility this phenomenon was attributed to deterioration of the output socket due to the long term repeating use passing more than 8 years since manufacturing the subject device, and the connection to the endoscope loosened. This made the electrical connection unstable and caused a problem in the communication between the video processor and the scope via light source (the subject device). If additional information becomes available, this report will be supplemented.